Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted and replaced because the lead was in the left ventricle. The lead had perforated the atrial septum and dropped through the mitral valve into the left ventricle. This apparently occurred during the initial implant. The lead was fully functional with all numbers well within operating parameters. The patient complained of discomfort during ventricular pacing. The new lead was placed in the rv without incident. The hospital retained the device. Should additional information be received, this file will be updated